Event description:
It was reported that the on/off switch of the suction module on the anesthesia system was broken. The suction module could not be turned on, and therefore, no vacuum could be created. There is no information stating whether a patient was connected to the anesthesia system or not. Manufacturer's reference number: (B)(4).